Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with dr's poc (point of care). Results as follows: date(s): (B)(6) 2011, inratio: 3.3, dr's poc: 5.0, therapeutic range: (2.5 - 3.5). No change in diet or medication.